Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they go up the stairs, their heart rate is over one hundred beats per minute and "I don't need that". The patient further reported that their leadless implantable pulse generator (ipg) is too responsive. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.